Event description:
Tubing disconnected from chamber during administration of rituxan. Patient not harmed, but nurse showered with chemotherapy drug. Pharmacist assisting came in contact with hazardous waste container used in clean up and had an allergic reaction requiring treatment.